Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that insulin pump had cracks on reservoir compartment and battery compartment. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.